Event description:
The info provided by the distributor indicates: hospital (B)(6) surgeon name: unknown. Date of surgery on: unknown. Surgery description: correction. Event description: during articulated distraction of right hip following slipped upper femoral epiphysis the hinge hip following slipped upper femoral epiphysis the hinge broke completely requiring a change of hinge. The device failure caused adverse effects to pt (not clarified). The device was replaced at the doctor office. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2009, (B)(4). According to orthofix (B)(4) historical records, this is the first complaint notified from this code since 2003. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4) . Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the info available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. Orthofix (B)(4) has requested further info on the event such as copy of the operative report and copy of the pre and post-operative x-rays to finalize the medical evaluation and info on pt current health condition. Unfortunately, this info has not yet made available. As soon as further info will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2009, (B)(4). According to orthofix (B)(4) historical records, this is the first complaint notified from this code since 2003. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4) . Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the info available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. Orthofix (B)(4) has requested further info on the event such as copy of the operative report and copy of the pre and post-operative x-rays to finalize the medical evaluation and info on pt current health condition. Unfortunately, this info has not yet made available. As soon as further info will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.